Event description:
On (B)(6) 2011 it was reported patient's lead impedance is rising from 1630 ohms to 2500 ohms. No noise seen and the threshold is very low for this impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).